Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "pain in the right breast, more evident in the lateral quadrants", "small amount of fluid around the implants" and "intramammary lymph node on the right with preserved aspect, refers to the nodule described in the examination. The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: broken shell, part of the shell is missing, underweight, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.